Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a damaged dilator was not able to be confirmed by the photo, as the photo just displays a label. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator or tissue dilator as this can lead to vessel perforation and bleeding. Do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip." The customer report of a damaged dilator was not able to be confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the dilator in the arrow PICC kit tore/shredded off during PICC insertion." No medical intervention required. It was reported the user carefully separated the dilator from the PICC by holding the PICC in one hand and separating the dilator. Initially when removing the dilator one side was breaking in bits. The device was removed in its entirety. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "the dilator in the arrow PICC kit tore/shredded off during PICC insertion." No medical intervention required. It was reported the user carefully separated the dilator from the PICC by holding the PICC in one hand and separating the dilator. Initially when removing the dilator one side was breaking in bits. The device was removed in its entirety. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one peel-away sheath for investigation. Visual examination revealed one sheath tab was separated from the sheath. A portion of the sheath body remained within the hub. The separation points appeared rough and jagged. One blue score line was also partially separated/torn. The total length of the sheath body measured to be 4" which is within specifications of 3 7/8" - 4 1/8" per product drawing. A manual tug test confirmed the remaining tab was fully secured to the sheath body. Manufacturing was consulted. They indicated that the observed damage is related to the manufacturing process. A device history record review was performed. No relevant findings were identified. The IFU provided with this kit instructs the user, "grasp tabs of peel-away sheath and pull apart, away from catheter, while withdrawing from vessel until sheath splits down its entire length." The reported complaint that the peel away tabs broke were confirmed through complaint investigation. Visual examination revealed one sheath tab was separated from the sheath. The observed damage is related to the manufacturing process. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
The complaint is reported as: "the dilator in the arrow PICC kit tore/shredded off during PICC insertion." No medical intervention required. It was reported the user carefully separated the dilator from the PICC by holding the PICC in one hand and separating the dilator. Initially when removing the dilator one side was breaking in bits. The device was removed in its entirety. The patient's condition is reported as fine.